Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the system controller was getting too hot. The system controller was exchanged with another system controller.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The reported event of the system controller becoming hot was unable to be confirmed during analysis. The system controller was functionally evaluated and the investigation determined the system controller was operating as intended. The system controller operated a mock circulatory system with no unusual events or alarm conditions observed, and at no time during the investigation did the system controller appear unusually warm. Although the reported event was unable to be reproduced during analysis, the manufacturer has received similar reports and is currently addressing this situation through the manufacturer's corrective/preventative action system to further investigate reports of elevated temperature with the system controller. A review of the device history record revealed the device met applicable specifications. No further information is available. The manufacturer is closing its file on this event.